Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased shocking lead impedance measurements on the right ventricular (rv) lead in the triad configuration, measuring 117 ohms. When the ICD was reprogrammed and the superior vena cava (svc) coil was taken out, the rv lead exhibited high out of range shocking lead impedance measurements, measuring greater than 125 ohms. The physician suspected calcification on the distal coil. It was noted the patient has svc stenosis. Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing and fluoroscopy. The ICD was explanted and replaced due to therapy upgrade and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that defibrillation threshold (dft) testing and fluoroscopy were performed during the replacement procedure which resulted in normal device function. No additional adverse patient effects were reported.